Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result d9:device available for evaluation? Additional information d4:unique identifier (UDI) h4:device manufacture date evaluation summary based on the content of investigated data, it was determined that the potential cause/root cause of failure was a partial disconnection of the signal cable, resulting in a disconnection state during a specific bending operation, resulting in the disappearance of the image. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on (B)(6) 2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Led with malfunction, does not start. The device will be send to service for inspection and repair. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.